Manufacturer narrative:
Investigation summary: bd received one photo for investigation, which shows a tube with the hemogard closure assembly detached from the tube. A total of 100 retained samples were visually inspected, and the hemogard closure assembly was correctly assembled and placed on all tubes. No cocked stoppers were identified that would cause the hemogard closure assembly to be improperly applied. Furthermore, 10 retained samples underwent functional tests, with all samples found to be within specification limits. No issues were observed with the hemogard closure assembly being loose or separating during or after functional tests. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: closure separation. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes, when opening a tube the cover comes loose. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6). There were multiple medical device types reported to be involved. The information for the additional device type is as follows d.2.b medical device type: jka d.2.a common device name: tubes, vials, systems, serum separators, blood collection there were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k213670;k231373 a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes, when opening a tube the cover comes loose. No adverse impact was reported regarding the patient or user.